Event description:
It was reported, the patient¿s last pump refill was 2014 (B)(6). It was noted an empty reservoir occurred and the patient was non-compliant and asymptomatic. The patient¿s pump had run dry and ¿looked like it had been for quite a while.¿ it was further reported 54 milliliters (ml) was delivered following the empty reservoir, since alarm and the patient had missed a refill. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver baclofen.

Event description:
The pump logs showed two prior low/empty reservoir events. There was a low reservoir alarm on (B)(6) 2014 with the empty reservoir alarm on (B)(6) 2014; a pump refill was done on (B)(6) 2014. There was another low reservoir alarm on (B)(6) 2014 with the empty reservoir alarm on (B)(6) 2014; a pump refill was done on (B)(6) 2014. The patient was then seen on (B)(6)2014 with the alarm sounding. The low reservoir alarm occurred on (B)(6)2014 with the empty reservoir alarm on (B)(6) 2014. The patient heard the alarm sounding on (B)(6) 2014.

Event description:
Additional information later received reported it was unknown the dose/lot number of the baclofen. The patient reported lioresal but the patient had missed a refill. The patient had been under care of an hcp in a different state, possibly at the va there. The patient was given oral baclofen 5mg tid prn per the chart as was not under the care of the hcp of record at the time.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).